Event description:
It was reported that the patient presented with severe triple vessel disease and the procedure was to treat a perforation in the right coronary artery (rca). The 2.80x19mm graftmaster covered stent failed to cross the lesion. A balloon was used with extended inflation to seal the perforation. The patient was transferred to a tertiary facility and died 24 hours later due to cardiogenic shock and right ventricular (rv) failure. The patient's health was declining towards death prior to the use of the graftmaster. The use of the graftmaster stent did not cause or contribute to complications or adverse event. Per the physician, the use of the graftmaster did not cause or contribute to the death. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The patient's health was declining towards death prior to the use of the graftmaster. Per the physician, the use of the graftmaster did not cause or contribute to the patient death. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na